Manufacturer narrative:
The actual devices were not available; however, photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that the tubing was kinked at the location of the chamber. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through three (3) solution administration sets due to kinked tubing. This was noticed prior to use. There was no patient involvement. No additional information is available.